Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hartmann procedure, while on the colon, the device¿s staples did not form a b-shape at all, it stayed straight/open, the staples disengaged and fell into the patient¿s cavity, but was then retrieved by the surgeon. Another device was used in order to resolve the issue. No patient injury.